Event description:
The patient presented in-clinic due to phrenic nerve stimulation. Reprogramming was attempted, however, the extra cardiac stimulation persisted in all configurations. The physician elected to cap and replaced the left ventricular lead to resolve the event. The patient was in stable condition.